Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's lcd touchscreen began blinking, alternating between black and blue, during use. There was patient involvement associated with the reported issue, however, there was no patient harm as a result of the reported issue. The patient was placed on their backup ventilator for support.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of its lcd touchscreen blinking, alternating between black and blue, could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.